Manufacturer narrative:
The lead was capped and surgically abandoned. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that during a normal device changeout procedure this chronic defibrillation lead exhibited high shock impedance measurements, including out of range measurements, when connected to the new device. The connection was checked and the lead was secure in the device header. The lead was capped and successfully replaced. No adverse patient effects were reported.